Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to inadequate pain relief. No device malfunction was suspected.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead; model #: sc-4316, lot #: 18596756, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.